Event description:
Livanova deutschland received a report that the 3t heater cooler displayed an alarm meaning pump 1 is blocked (too slow, e07) during disinfection. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the a livanova field service engineer was dispatched the customer and inspected the device. The distribution board and patient pump 2 will likely be replaced to solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.